Event description:
It was reported that the syringe 50ml ll experienced difficult plunger movement, and tip breakage. The following information was provided by the initial reporter: while opening the device for use we observed that product is defective. By testing the product: difficult to raise the plunger and the plastic tip was separated impossible to use the equipment.

Manufacturer narrative:
Investigation: one sample was returned to our quality engineer for investigation. Upon visual inspection, the stopper of syringe was observed to be partially disassembled from the plunger. There was no damage or molding defect identified in the syringe tip and no difficulty manually moving the plunger. A device history review was performed for lot 1903234, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Product undergoes visual and functional testing per procedure, including force testing. Results for the reported lot were reviewed and found to be within specification. Given that we could not verify any difficulty moving the plunger, we are not able to identify a root cause at this time. While no direct issue was identified, the disassembled stopper was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A project was initiated to look further into this issue and prevent any reoccurrence. Cor 528-19 (project#1877).

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 50ml ll experienced difficult plunger movement, and tip breakage. The following information was provided by the initial reporter: while opening the device for use we observed that product is defective. By testing the product: difficult to raise the plunger and the plastic tip was separated, impossible to use the equipment.